Manufacturer narrative:
This report is submitted on october 2, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the device. Revision surgery has been planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.